Event description:
It was reported to the affiliate rep that during an unknown procedure, the device was difficult to remove from the skin after firing. The case was completed with a like device and there was no patient consequence.